Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): re-insertion. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported broken shaft was confirmed and analysis of the returned device noted the shaft to be separated. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states that an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the distal left anterior descending artery (lad) with moderate tortuosity and moderate calcification, pre-dilatation was performed with a 1.2x12 mini trek balloon catheter and two non-abbott balloon catheters. A 2.0x12 mini vision stent delivery system (sds) was advanced but could not cross the lesion. The sds was removed from the patient anatomy. Additional dilatation was performed with a non-abbott balloon catheter. The 2.0x12 mini vision sds was re-inserted, could not cross and was removed from the patient anatomy. Additional dilatation was performed with a non-abbott balloon catheter. A 2.0x18 mini vision sds was advanced, a grand slam guide wire was advanced, but the sds could not cross the lesion and was removed from the patient anatomy. A non-abbott sds was inserted and removed. The 2.0x18 mini vision was re-inserted and was advanced with resistance and deployed to treat the target lesion. The mini vision sds was withdrawn from the patient anatomy without resistance; however, during withdrawal it was noted that the proximal hypotube shaft broke, but not in two pieces. Post dilatation was performed using a non-abbott balloon catheter. A 3.0x23 promus stent was implanted in the lad and the procedure was completed. During packaging of the 2.0x18 mini vision sds for return shipment, due to manipulation of the device by cath lab staff the proximal hypotube shaft separated into two pieces. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.